Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an issue from a transfer set. It was further reported the transfer set "female connector pops out of the main body during disconnect". It was reported that the patient experienced peritonitis. The cause of the peritonitis was reported as "due to the event". It was not reported if the patient was hospitalized. Treatment was not reported. Patient outcome and action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information: d9, h2, h3, h6, and h11. H11: the device was received for evaluation. Visual inspection by naked eye observed the dark blue female connector was separated from the light blue main body. The reported condition of separation was verified. Functional testing was performed on the sample provided. This testing includes leak testing, clear passage, and clamp function testing. There were no issues observed during the functional testing performed. The cause of the condition was determined to be due to a manufacturing issue due to an inadequate solvent bond between the female connector, insert chip, and main body. There were no other issues noted during the evaluation. A nonconformance has been opened to address this issue. Vantive has implemented a manufacturing process improvement to add more solvent to bond the insert component to the main body, thereby preventing separation between the connector and the main body. Additional preventive actions have been identified and are being implemented. There were no reports of device leakage or other evidence of a breach in the sterile fluid pathway. Although the separation of the device was verified, the device passed functional testing and leak testing, indicating that there was no breach of the sterile fluid path. Based on additional information received, the minicap transfer set was determined not to be a factor in the reported peritonitis event. The cause of the peritonitis was unknown. Should additional relevant information become available, a supplemental report will be submitted.